Event description:
A call to patient services was made on (B)(6) 2013, stating that this lead is on recall. Patient called, stating that they may have to explant his lead. This lead was implanted on (B)(6) 2006. And is still in active use. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).